Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the occurrence date was unknown. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.